Event description:
Rn took snare out of pkg placed it down scope into colon for removal of large polyp. Using cautery unit at unk settings md applied current & was unable to cut the polyp and loop remained around polyp. Md cut sheath, removed from scope and used another snare to remove polyp and loop.

Manufacturer narrative:
H10- same lot sample returned and product is within specification.